Event description:
Ems personnel were attending to a drug overdose patient. A rythm analysis was requested; however, it was reported that after the analyze button was pushed, the monitor just dat there and did not complete the analysis. There were no alarms or messages noted. After about a 5 munute delay, the ambulance crew arrived with their defibrillator. The patient was diagnosed asystolic and countershocked once. The patient was not resuscitated.